Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after concerns for shocks. The implantable cardioverter defibrillator (ICD) failed to deliver therapy at a certain output but later successfully delivered therapy at a higher output, the device also had no capture. The patient received an increase in medication and the device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.